Manufacturer narrative:
Technical eval: the physician attempted to use a 032 separator with an 026 catheter. The separator was too large for the catheter and became stuck when the catheter ID tapers. The physician used incompatible devices. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is being filed as part of the remediation action taken as per penumbra (B)(4) 2010 update to the FDA warning letter dated (B)(4) 2009.

Event description:
The physician was using a reperfusion catheter 026 and inserted what he thought was a separator 026 and it would only get about 1/2 to 3/4 of the way into the catheter. It was noted that all three separator sizes were open in the lab and that the physician may have been using the wrong size separator. The pt was then treated with tpa. This MDR is associated with MDR 3005168196-2010-00145.